Event description:
It was reported that during a da vinci s surgical procedure to remove a pelvic mass, the console surgeon unintentionally clipped the pt's superior mesenteric artery. After the procedure was completed, the pt went into organ failure while on the floor and expired. No additional info has been provided.

Manufacturer narrative:
No malfunction of the da vinci s system was alleged by the hosp and the info provided indicates that this event is related to the inherent risks associated with surgery. The hosp has continued to use the da vinci s system to perform surgery on pts. As of this report, no adverse events or system malfunctions have been experienced with the site's da vinci s system, and no similar instances of this event have been reported to isi.